Event description:
It is reported that the patient experienced a high blood glucose level. Level gets as high as 400mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is not being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.